Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -12.0/1.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. Excessive vault was noted and on (B)(6) 2021 the lens was exchanged for a same model; same length; different axis lens which was implanted vertically, and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).